Event description:
The customer reported via phone call that the insulin pump goes to the lock screen but does not do anything. Customer could not get past the prime screen. Customer stated that they had a keypad anomaly and the act button does not work. It was found that the customer was on the lock reservoir in place screen. Customer mentioned that they had a past no delivery alarm while they were troubleshooting the keypad anomaly. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer does not want to return the set or reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.